Event description:
Intraoperative mtp fusion case. An anchorage plate was being used. The surgeon screwed in a proximal 3.5 x 26mm non locking screw. As he x-ray, he noticed that the screw was too long. The surgeon wanted to remove the 26mm and put in a shorter screw. The screw would spin but would not come out of the plate. The surgeon had to unscrew the plate and the screw at the same time to remove the screw and the surgeon ended up having to use another plate. The surgeon believes that he may have torqued the screw too much.

Manufacturer narrative:
Evaluation summary: it has been identified that this device is concomitant for this reported failure. If any other information is provided indicating otherwise, the investigation will be reworked. Device not returned.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not returned.

Event description:
Intraoperative mtp fusion case. An anchorage plate was being used. The surgeon screwed in a proximal 3.5 x 26mm non locking screw. As he x-ray, he noticed that the screw was too long. The surgeon wanted to remove the 26mm and put in a shorter screw. The screw would spin but would not come out of the plate. The surgeon had to unscrew the plate and the screw at the same time to remove the screw and the surgeon ended up having to use another plate. The surgeon believes that he may have torqued the screw too much.